Event description:
It was reported by the customer in china that during an acl (anterior cruciate ligament) reconstruction procedure on(B)(6) 2022, it was observed that the shaft had been deformed and the sleeve was damaged on the versalok anchor with orthocord device. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter facility name: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwach will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the sleeve peek and the tip of the device were damage. The tip was deformed. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l16717, and no nonconformances were identified. Hands on analysis should provide the evidence necessary to determine a root cause of the issue experience. The possible root cause for the condition could be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have not checked the condition of the suture around the anchor or the tension of the suture when pulling, as a result of this, it could be difficult during the insertion. Also, during insertion the operator could have use an excessive force while malleting the device; therefore, the tip and sleeve were damaged. However, it cannot be conclusively affirmed. As per IFU: difficulty tensioning sutures may occur as a result of sutures twisting around anchor, excessive suture slack around the anchor upon insertion, malleting the anchor into the bone past the laser line to the shoulder, and/or immobile rotator cuff. While keeping nominal tension on the suture strands, place the shaft against bone at the selected fixation site and confirm that the suture is not twisted. If the suture is twisted, untwist the suture. Load the suture onto the anchor using the attached threader tab. The threader tab pulls the suture strands through the anchor. Follow up the instructions to pulling the suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: both a photo and the actual device were received for evaluation. Upon visual inspection of the photo, it was observed that the sleeve peek and the tip of the device were damage. The tip was deformed. Therefore, this complaint can be confirmed. Upon visual inspection of the device, it was observed that the sleeve peek was damage and slightly broken. The tip was deformed, and the pin showed scratches. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l16717, and no nonconformances were identified. Based on the condition of the device, the possible root cause could be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have not checked the condition of the suture around the anchor or the tension of the suture when pulling, as a result of this, it could be difficult during the insertion. Also, during insertion the operator could have use an excessive force while malleting the device; therefore, the tip and sleeve were damaged. However, it cannot be conclusively affirmed. As per IFU: difficulty tensioning sutures may occur as a result of sutures twisting around anchor, excessive suture slack around the anchor upon insertion, malleting the anchor into the bone past the laser line to the shoulder, and/or immobile rotator cuff. While keeping nominal tension on the suture strands, place the shaft against bone at the selected fixation site and confirm that the suture is not twisted. If the suture is twisted, untwist the suture. Load the suture onto the anchor using the attached threader tab. The threader tab pulls the suture strands through the anchor. Follow up the instructions to pulling the suture. A manufacturing record evaluation was performed for the finished device lot number: 8l16717, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection of the device, it was observed that the sleeve peek was damage and slightly broken. The tip was deformed, and the pin showed scratches. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l16717, and no non conformances were identified. Based on the condition of the device, the possible root cause could be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have not checked the condition of the suture around the anchor or the tension of the suture when pulling, as a result of this, it could be difficult during the insertion. Also, during insertion the operator could have use an excessive force while malleting the device; therefore, the tip and sleeve were damaged. However, it cannot be conclusively affirmed. As per IFU: difficulty tensioning sutures may occur as a result of sutures twisting around anchor, excessive suture slack around the anchor upon insertion, malleting the anchor into the bone past the laser line to the shoulder, and/or immobile rotator cuff. While keeping nominal tension on the suture strands, place the shaft against bone at the selected fixation site and confirm that the suture is not twisted. If the suture is twisted, untwist the suture. Load the suture onto the anchor using the attached threader tab. The threader tab pulls the suture strands through the anchor. Follow up the instructions to pulling the suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.